Event description:
It was reported that the patient presented for a routine device check. Upon interrogation, it was noted the device was at eri with a voltage of 2.44v. Patient was seen in (B)(6) 2016 and the voltage was 2.57v with an estimated 3.6-4.1 years to eri. Abbott technical services discussed the midlife on the battery and indicated that the programmer overestimated the longevity of the device. The physician elected to explant and replace the device. No further information is available at this time.

Manufacturer narrative:
The device was returned due to a diagnostic anomaly. The cause of the diagnostic anomaly was most likely due to a programmer software issue. Interrogation of the device revealed the device was at the elective replacement indicator when received. Longevity estimation was performed and the battery voltage was found to be within expected longevity performance. The device functionality was evaluated and found to be normal in the laboratory.